Event description:
It was reported the lead had advanced out of the target vessel branch into another branch resulting in no capture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (ICD): (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. There was blood on the proximal and distal conductors of the lead and they were not obstructed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.